Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the brake mechanism in order to resolve the problem.

Event description:
While making rounds at a hospital, a technician discovered a note on this bed stating that brakes did not operate. There was no patient involvement in this situation.